Event description:
The customer stated that the backlight was not working and the display was blank. The customer was able to get the screen to return and the backlight to work after inserting three different batteries. Nothing further was reported.

Manufacturer narrative:
The insulin pump had an intermittent blank display and backlight due to the liquid crystal display metal frame shorting out.